Manufacturer narrative:
H6. Health effect - impact code continued: f2201 - biopsy. A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. Reason for reoperation: seroma-late.

Event description:
Healthcare professional reported a right side pain, "firmness," "increase in size," and exchange from textured to smooth breast implant due to the patient's concern with the product. Healthcare professional later reported "breast fluid." Device has been explanted and discarded.